Event description:
Upon threading micropuncture sheath, resistance was felt entering through the scar tissue. Upon removal of micropuncture sheath, the inner catheter was found to be separated but all pieces were intact. All pieces of sheath retrieved / removed from body. FDA safety report ID# (B)(4).